Event description:
It was reported that prior to starting a da vinci partial nephrectomy procedure, the surgical staff encountered the following system message, patient cart not connected, check red cable. At the time the system message occurred, the patient was under anesthesia, ports had already been placed, and the surgical staff was about to dock the patient side cart (psc) to the patient. The surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse instructed the surgical staff to verify that the battery charge leds were green. The surgical staff did not have a fiber cleaning kit or a spare red cable for troubleshooting. The tse instructed the surgical staff with cleaning the red fiber cable and connections. Due to the reported system issue, the surgeon made the decision to abort the da vinci surgical procedure. On (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse repaired the reported system issue by replacing the red fiber cable. The fse then tested the da vinci surgical system and verified that it was ready for use. On (B)(4) 2014, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter stated that as a result of the system message issue, the surgeon made the decision to convert the da vinci partial nephrectomy procedure to open surgical techniques. She indicated that the open surgery was completed successfully and there were no reports of any post-operative complications. According to the initial reporter, the red fiber cable was replaced and there have been no reported recurrences of the system message issue.

Manufacturer narrative:
The red fiber cable was returned to isi and evaluated. Failure analysis evaluation was able to replicate the reported customer failure mode by installing the cable on an in-house pca system. The da vinci system failed to start up and the following system message appeared, patient cart not connected. Check red cable and patient cart power. This complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci partial nephrectomy to traditional open surgical techniques after encountering a system message.